Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device was used.

Event description:
It was reported the bone graft was rejected immediately after placement. Durulent drainage at graft site, non integration xenograft working out of gingiva. Delayed healing, infection and inflammation. No implant was placed at the site due to the non-integration. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the exact root cause of the event cannot be determined. However, this complaint could be reopened if further information is received later. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the bone graft was rejected immediately after placement. Purulent drainage at graft site, non integration xenograft working out of gingiva. Delayed healing, infection and inflammation. No implant was placed at the site due to the non-integration.